Event description:
During minor device repair, the customer biomed found that the biphasic pcb assembly was cracked and missing several (unspecified) capacitors. The biomed did not test the device critical functions prior to repair. However, the biphasic pcb is a critical assembly and the reported issue might have affected the device ability to deliver appropriate defibrillation therapy. There was no pt use associated with event.

Manufacturer narrative:
(B) (4). Follow-up with customer found that the biomed replaced the biphasic pcb assembly to remediate the issue. Following part replacement, the device lost configuration and the issue was escalated to physio-control. Physio re-loaded the device configuration and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed biphasic pcb assembly was not returned for eval. A conclusive root cause of the event could not be determined.